Event description:
Initial information: the or manager reported in 2008 that the patient had developed adhesions or fistula. However, on five days later, the doctor advised that he had re-operated as he had seen a bulging and the permacol had split down the middle. The patient has a poor history with surgery. Further information received: dr mentioned that he didn't think the product had anything to do with bringing the patient back into the or. When dr opened the patient's stomach the permacol was torn down the middle about 80% and the dr was wondering why this may have happened. The patient has a history of not doing well after surgery.

Manufacturer narrative:
The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Following a review of the device history record, all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns.